Manufacturer narrative:
H.6. Investigation: it was performed the DHR, quality notifications and maintenance records were verified where the quality record (B)(4) and #(B)(4) potentially related to the occurrence were found. No sample was received. However according the batch records, it was possible to replicate the complaint occurrence. The incident is related to the low resin temperature caused by the resistance burning in the affected cavity. The low temperature of the resin caused the lack of filling of the cavity that generated the failed stem. H3 other text : see h.10

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper separated from the plunger during use. The following information was provided by the initial reporter, translated from portuguese to english: "the stopper separated from the plunger, making it impossible to use the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe stopper separated from the plunger during use. The following information was provided by the initial reporter, translated from portuguese to english: "the stopper separated from the plunger, making it impossible to use the syringe."